Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code epm8735; lot smbejh; product code epm8735; lot tgbbaz; product code epm8735; lot tbbbdm. Please clarify if the additional devices belong to this complaint? If yes, did a device malfunction occur during the same procedure for lot smbejh, tgbbaz, tbbbdm, ucbcrc, ttbbaz? If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction for each additional procedure. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. A device has been received, however clarification is requested whether the product belongs to this complaint. D4: UDI: the expiration date and manufactured date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported from the surgeon that the suture had more memory than what he was used to, and the needles appeared to pop off much easier than the norm. Needles were retrieved and there was no patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2024. H6 component code: g07002 no device problem found corrected information: d4 (possible lots: smbejh, tbbbdm, tgbbaz) . Additional information: d4, h4 lot tbbdm mfg. Date - 2/5/2023. Exp. Date - 1/31/2028. UDI: (B)(4) smbejh mfg. Date - 2/5/2023. Exp. Date - 10/31/2027. UDI: (B)(4). Tgbbaz mfg. Date - 2/5/2023. Exp. Date - 1/31/2028. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device batch tbbbdm, epm8735 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch smbejh, epm8735 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch tgbbaz, epm8735 and no non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. Four unopened samples were received for analysis. The product code epm8735 is double-armed. Lot tgbbaz. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand; no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Two unopened samples were received for analysis. The product code epm8735 is double-armed. Lot smbejh. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand; no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Three unopened samples were received for analysis. The product code epm8735 is double-armed. Lot tbbbdm. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand; no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2024. H6 component code: g07002 pending evaluation of returned devices. Corrected information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch ttbbaz; batch tbbbdm; batch tgbbaz; batch smbejh. Additional information was requested, the following was obtained: product code epm8735; lot smbejh; product code epm8735; lot tgbbaz; product code epm8735; lot tbbbdm. Please clarify if the additional devices belong to this complaint? All lot codes pertain to this complaint. The cv coordinator was unsure what lot was thought to be the defect because a mix of lots¿ where pulled from the basket for the case. Thus, she felt best to provide all the remaining suture regardless of lot that was left in the basket. If yes, did a device malfunction occur during the same procedure for lot smbejh, tgbbaz, tbbbdm, ucbcrc, ttbbaz? Yes but which lot was undetermined so all lots where returned for analysis. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction for each additional procedure. Surgeon stated the needle separated from suture with much less effort than normal. Second comment by surgeon was that it appeared that the suture maintain to much memory. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. After analysis product can be destroyed. No need to return product back to customer. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. All product in question has been shipped back with this complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.